Event description:
On (B)(6) 2012, the patient contacted animas, alleging that the audio bolus button required hard button presses to elicit a response and rubber on the button was wearing off in the middle. The patient indicated that the worn rubber was noticed prior to the tactile changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the audio bolus button was found to be torn. A damaged button will allow contamination to permeate the button contact negatively impacting the button function. The damage is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the audio bolus button was intermittently responsive. The button cover was removed and contamination was found on the bolus button contact. Unrelated to the complaint, evidence of contamination was found under the keypad button contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.